Event description:
The dentist reported that the navigator implant mount fractured and the thread portion stayed in the implant on the day of the surgery. The implant could not be removed.

Manufacturer narrative:
Upon visual inspection the fracture is confirmed. There is no evidence to suggest a manufacturing or material deviation would contribute to the reported event. The conclusion is that the customer used the incorrect component for the procedure. The component was reported as sgiim41, however, after examination and measurements the part is msgiim2. Brand name changed to navigator® certain® implant mount, 3.4mm(d) x 2(l). Catalog number changed to msgiim2. Device evaluated by manufacturer changed to yes. Evaluation method: actual device involved in incident was evaluated - visual examination. Evaluation conclusion: user error contributed to event.